Manufacturer narrative:
E1: initial reporter postal code: (B)(6). E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a trifurcated fluid transfer tube set leaked during filling resulting in a puddle under the pump. The event was further described as "the connection that leaves the baxa pump appeared to be leaking". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 11-16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.